Event description:
IV medications were infusing through a 3-way infusion port. The port broke causing the medications to be infused into the bed and not the patient. One of these medications was blood pressure medication (levophed). The patient became severely hypotensive causing correction action on the part of the nurse before she realized the problem was and replaced the line. No permanant harm to the patient.